Manufacturer narrative:
A ge service rep performed an on site investigation. The cine boards and connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system cine function failed to operate. There was no pt injury or death reported.